Manufacturer narrative:
5 therapies carried out, last therapy on (B)(6) 2023 (10 mins), we started a device treatment and during the treatment we measured the device temperature. During treatment, device never had exceeded 25 c. After the treatment, burn-in test was performed resulting in no errors. Force balance performed to get ultrasound intensity value; no deviation found. No device malfunction has occurred. The review has determined that the risk assessment is still adequate.

Event description:
Patient called and reported that she tried a different type of gel, which she used a mineral oil/baby oil and the unit has burned her for the second time. Patient was unable to provide pictures and stated that the burn has healed.